Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 7074421. Product family: dbs-adapters, upn: m365db9218550, model: db-9218-55, serial: (B)(6), batch: 7062233. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 367592.

Event description:
It was reported that the patient experienced undesired sensations in their head related to stimulation. The patient underwent a procedure (reported in MFR# 3006630150-2023-01540) to revise the spinal cord stimulation (scs) system in response to the undesired sensations. However, the patient continued to experience these sensations postoperatively, and underwent a second procedure. Prior to the second procedure the physician was unable to connect to the implantable pulse generator (ipg) since the device had been off since the previous procedure; pre-operative charging efforts in the hospital were unsuccessful. Therefore, the ipg and non-boston scientific leads were replaced, and the lead adapters were removed. The patient did well postoperatively and received adequate coverage. Physical analysis of the devices could not be completed in our laboratory, as they were discarded by the facility.